Event description:
The reporter stated that one unit broke near the stopcock and the other came completely unbonded. The lot number provided may or may not be the lot number of the product involved in the original "unbonding incident" further info was not available.